Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the device took uneven grafts and caused gouging to the patient. There was patient injury, but it is unknown the extent of the harm. Due diligence is in progress and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b2, b4, b5, e1, e2, e3, g2, g3, h1, h2, h3, h6 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any action taken by the manufacturer.

Event description:
It was reported that during surgery, the device took uneven grafts and caused gouging to the patient, the site had to be treated like a skin graft die due to uneven skin being removed. Another device was utilized to complete the procedure. There was patient injury, the delay or extension was presented because the surgeon was required to take a separate graft. Due diligence is completed and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the repair technician found that the device would not power on, the head was damaged, the control bar was loose, and the calibration was out at the 20 and 30 readings. The bearings, set screw, fine adjustment cams, spring seal, planet gear, poppet, motor, and machined head were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.